Event description:
Hosp staff were treating a pt who required external pacing therapy. The device was connected to the pt and therapy was initiated. Reportedly, mechanical capture could not be obtained. The pacer's output current level was approximately 30 milliamps. A backup device was obtained and pacing was reportedly successful. There were no adverse effects to the pt as a result of the reported event.